Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). The closure device was successfully implanted and the wds and was were withdrawn into the right atrium. A thrombus was observed on the surface of the closure device stretching across the left atrium, through the transeptal puncture location, and into the right atrium. An attempt was made to aspirate the thrombus, but the attempt was abandoned due to concerns the aspiration attempt would only capture part of the thrombus. The procedure concluded and the patient was kept on a constant heparin drip overnight. No patient complications were reported.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). The closure device was successfully implanted and the wds and was were withdrawn into the right atrium. A thrombus was observed on the surface of the closure device stretching across the left atrium, through the transeptal puncture location, and into the right atrium. An attempt was made to aspirate the thrombus, but the attempt was abandoned due to concerns the aspiration attempt would only capture part of the thrombus. The procedure concluded and the patient was kept on a constant heparin drip overnight. No patient complications were reported. It was further reported the patient was discharged one day post index procedure.

Manufacturer narrative:
B5 event description updated.